Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number ext (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the fastening screw snapped off of the helical blade inserter. Concomitant device: unknown screws: trauma (part# unknown, lot# unknown, quantity# 1). This report is for one helical blade inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 357.372. Synthes lot: 7142835. Supplier lot: na. Release to warehouse date: january 23, 2013. Manufactured by synthes jennersville. No relevant nonconformances were found. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation: the customer reported the device was broken. The repair technician reported the device had a broken nut. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement aligner. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer. No design or manufacturing issues were identified therefore, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.